Event description:
It was reported to intuvie that the device failed the 30 psi occlusion test result at 17 psi. The passing specification for the 30 psi test is 22-38 psi. There was no patient involvement.

Manufacturer narrative:
It was reported to intuvie that the device failed the 30 psi occlusion test result at 21 psi, which is outside the passing specification range of 22-38 psi. The device was recalibrated, and the issue was resolved. A review of the serial number history revealed no similar complaints associated with this device. The complaint is confirmed. The root cause was determined to be a calibration issue. The device was recalibrated and passed 30psi occlusion testing. This failure is still under investigation. CAPA- zm2023-23 has been initiated to investigate the failure. Reference to complaint # (B)(4).